Manufacturer narrative:
Concomitant medical product: product ID: (B)(4) lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of endocarditis, high temperatures and signs of septic shock. Initially the patient was treated with antibiotic therapy; however, after confirmation of echocardiographic evidence that there was a significant collection on the ventricular lead, it was decided to perform a complete extraction of the implantable pulse generator (ipg) system. The system was not replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.